Manufacturer narrative:
Following the evaluation of the device, the customer replaced the cooling fan to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
Date of report: 09jun2021.

Event description:
It was reported to philips that the device had a cooling fan speed error. The device was reported to be in use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The biomed verified code 1125 was in significate log, and that the cooling fan speed in diagnostic mode was 4230 rpm. The rse provided the customer with the part information to order a replacement cooling fan.